Manufacturer narrative:
Correction: h6 - type of investigation: in earlier report, code 4112 should also have been entered.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost therapy and the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely.